Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during cleaning/reprocessing after an unspecified procedure, the user facility staff noticed that a fragment/part of approx. 3 x 3 mm in size was broken out of the valve tubing's irrigation connector. No fragment/part fell inside the patient's body cavity as it was found post procedure on the floor of the inspection, assembly and packaging (iap) room during search. There was no report about an adverse event or patient involvement.